Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number(B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
An outside law firm submitted a complaint that alleges: "a patient undergoing surgery was receiving an anesthesia infusion through a b. Braun pump. The patient was intubated at the time. A false high-pressure alarm caused an interruption to the patient's anesthesia infusion, resulting in the patient being unable to receive adequate sedation and awakening during the procedure."